Event description:
Procedure: unspecified adrenal gland. Patient sex: unk. While using the device the balloon burst and the fragments fell into the surgical cavity. All of the fragments were retrieved and another device was used.